Event description:
It was reported that the procedure was performed to treat a lesion in the left circumflex coronary artery with 100% occlusion, moderate calcification and mild tortuosity. Through an unspecified 6 fr sheath, a 0.14 whisper guide wire (gw) and an unspecified 1.5x15mm dilatation catheter balloon were advanced. During removal of the balloon, the distal tip of the gw separated and was able to be retracted to the distal part of an unspecified 6fr guideliner. Then a 2.0 x 6m trek rx balloon dilation catheter was advanced alongside the gw to trap and remove the separated device. There were no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation was confirmed. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties and subsequent treatment appear to be related to the operational context of the procedure. It was reported that during removal of the balloon over the guide wire, the guide wire tip separated. Analysis of the returned wire confirmed a core and polymer separation on the distal end. The core separation face was jagged, indicating the wire was subject to force. In this case, it is likely that the balloon catheter interacted with the wire during removal. Manipulation of the devices, when the interaction occurred, likely contributed to the reported material separation. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.